Event description:
A patient reported that they started out on v-go 30 and their glucose went too low and they were hospitalized. The patient had to then switch to v-go 20. The patient noted that they cannot see well. The patient confirmed that no device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted type 2 diabetes mellitus (dm), novolog insulin, v-go 20 user for 1 year. There is limited information from hospital admission over 1 year ago. Client's insulin orders were changed from v-go 30 to v-go 20. It is suspected that the client's insulin order was greater than needed to manage her diabetes, resulting in low blood glucose.